Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or, contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the patient experienced severe burns around the lip and mouth area where the mouth gag was placed to perform the procedure. There was no delay reported.